Manufacturer narrative:
An event regarding revision due to pain involving an abgii modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
The patient presented to the surgeon with pain in left hip status post abg ii modular. The surgeon reported elevated cobalt levels and decided to revise the hip stem. The abg was carefully removed using osteotomes and a burr. A new short citation was implanted per surgical technique. A new delta head was implanted. The surgeon also implanted two cable one for prophylaxis the other for a greater troch fracture. On 03/25/2014: the sales rep. Clarified that the patient required medical intervention following an abg ii revision surgery on (B)(6) 2014, at which time upon removal of the stem, a fracture of the greater trochanter occurred. The surgeon used dall miles cables to fix the fracture.

Event description:
The patient presented to the surgeon with pain in left hip status post abg ii modular. The surgeon reported elevated cobalt levels and decided to revise the hip stem. The abg was carefully removed using osteotomes and a burr. A new short citation was implanted per surgical technique. A new delta head was implanted. The surgeon also implanted two cable one for prophylaxis the other for a greater troch fracture.(B)(6) 2014: the sales rep. Clarified that the patient required medical intervention following an abg ii revision surgery on (B)(6) 2014, at which time upon removal of the stem, a fracture of the greater trochanter occurred. The surgeon used dall miles cables to fix the fracture.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.